Manufacturer narrative:
On 10/24/19, it was erroneously omitted that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/26/2019, it was reported to mentor that the patient identifier is (B)(6), the product location: right, capsular contracture was baker grade IV. Date of explant (B)(6) 2019, the affected device was gel mentor memorygel breast implant 350cc, lot number 7467423, serial number (B)(4), catalog number 3503504bc, concomitant product: was left side gel mentor memorygel breast implant 350cc, catalog 3503504bc; sn: (B)(4), lot 7467423. The implants were replaced with silicone gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the capsular contracture was baker grade iii. The replacement device was mentor memorygel breast implant 350cc. The patient's initials were (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/19, it was reported to mentor that the patient¿s age at the time of event was 56 years old. Capsular contracture was baker grade iii. The replacement device was mentor memorygel breast implant 350cc. Patient¿s initials were h.t.b. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: gel mentor memorygel breast implant 350cc, catalog number 3503504bc, serial number (B)(4), lot number 7467423. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and experienced capsular contracture unknown baker grade. The side is unknown at the time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.